Event description:
Reporter alleged obtaining a discrepant blood glucose result of 212 mg/dl on advantage system 1 back to back with a result of 88 mg/dl on advantage system 2 when testing was performed less than 10 minutes apart. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device using lot number 549646, expiration date 06/30/2008. Reference medwatch report with patient is for the other suspect device used. The customer did not specify which result was obtained on which system used.